Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm in (zone 0) and was implanted with gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. It was reported that on (B)(6) 2021, the patient had an acute ischemic stroke. The patient required prolongation of existing hospitalization and drug therapy was initiated. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgmr313115/20059796 UDI (B)(4). Patient medications: aspirin and clopidogrel. The gore® tag® conformable thoracic stent graft with active control system instructions for use state that may occur and/or require intervention include, but are not limited to, cerebrovascular accident.